Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced low blood glucose of 47 mg/dl. The customer had blood glucose going from 30 mg/dl to 300 mg/dl in auto mode and another blood glucose was 258 mg/dl. The customer was treated the low blood glucose with the chews, glass of milk with gram crackers and glucose tabs and high blood glucose with the manual injection. Troubleshooting was done for high blood glucose and under delivery and not performed for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0869 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).